Manufacturer narrative:
H3: one device was received for evaluation. The device had not been repaired within the review period. The reported problem of occlusion out of specific over 40 per square inch(psi) was not confirmed, however, the downstream occlusion (dso) sensor alarmed at 5.93 per square inch (psi) concluding that the occlusion sensor was failing. A dso/upstream occlusion (uso) pressure test and occlusion calibration were performed. The dso sensor was replaced, and software was updated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. The device was reset to standard configuration.

Event description:
It was reported that the device exhibited "occlusion out of specific". Per reporter the occluding was over 40 per square inch(psi). There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.